Event description:
I had essure placed in (B)(6) of 2013. Almost immediately after placement, I developed severe lower back pain. As the weeks went on, I developed severe bloating in my abdomen and almost consistent gas. I have frequent headaches which neither tylenol nor ibuprofen can relieve. I have stabbing pains in the sides of my abdomen and frequent cramping. If I hold my urine for a length of time, I have severe pain in the sides of my stomach that hurt for hours. I menstruate every two weeks, which means I have pms every other week. This leaves me every moody and depressed. I am very tired and sore and it is only getting worse. Sometimes, it feels at times like I have bruises on the sides of my hips as if somebody had punched me repeatedly. I am miserable. I would gladly have a hysterectomy than live with what I am living with. I am caring for a newborn while I am depressed, tired, and uncomfortably bloated and in pain. The lower back pain is the worst. I fear I will have new symptoms popping up because that is how it has been going. I was not told that any of this was even a potential side effect. I specifically asked about weight gain and I was told no. I am also bloated and gassy all of the time, I look like I am 7 months pregnant and if is getting worse. I was never told that a nickel allergy might be problematic. I have a nickel allergy. If I wear cheap jewelry, my skin gets red, puffy, and I have terrible itching. Essure has proved to be one of my biggest regrets. And to make matters worse, it doesn't appear that there is a way out. Most doctors will not do removal and will not discuss a hysterectomy seriously. Even if they did, I am not sure that insurance will pay for it as no obvious problem is seen.